Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure (error 319) was confirmed via the error logs and replicated in-house. The unit was tested on an in-house system in normal mode where it failed with error code 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber test for the rolling loop.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer encountered errors 307 and 319. The customer rebooted the system, but the issue persisted. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). A system log review confirmed the occurrence of error 319 on universal surgical manipulator (usm) 3. The tse had the customer perform a hard power cycle of the system, but the issue persisted. The procedure was converted to laparoscopic surgery. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained additional information: the system functionality was checked upon powering the system and no errors were detected.